Event description:
(B)(4). This clinical study case report was received on 08-nov-2014 from an investigator in (B)(6) referring to a (B)(6) female pt who was involved in an interventional company -sponsored study, study number: (B)(6), and experienced secondary glaucoma, hyphema, and vitreous hemorrhage (exacerbation). Study description: a randomized, double masked, active controlled, phase iii study of the efficacy and safety of repeated doses of intravitreal vegf trap eye in subjects with diabetic macular edema. Patient number: (B)(6); random number:(B)(6); center number: (B)(6). No information was given on patient's medical history, and drug history. Concurrent condition included diabetes type 2, diabetic retinopathy, hyperlipidemia, and hypertension. The patient received concomitant metformin, acarbose, and mixtard 30/70 (human mixtard [insulin human, insulin human injection, isophane]) for diabetes type 2; and felodipine and rosuvastatin calcium for hypertension. The patient received 2mg of intravitreal study drug ((B)(4),vegf trap-eye) injections on (B)(6) 2014 for diabetic macular edema. Lot number was unknown. The patient visited outpatient hospital due to right eye pain for half of day on (B)(6) 2014. Sight examination was done and intraocular pressure in right eye was 31 mmhg, she had cornea edema and it was not found new growth blood vessel. The clinical diagnosis in right eye was hyphema hemorrhage, and secondary glaucoma. The patient received 250ml of mannitol 20% (intravenous). Vitreous hemorrhage (exacerbation) in right eye was also reported. On (B)(6) 2014, the patient went back to hospital for a check and patient felt the pain was relieved. Hyphema hemorrhage in right eye was not recovered, and the intraocular pressure in right eye was 31 mmhg. The patient used brinzolamide eye drops and carteolol hydrochloride eye drops as treatment. The patient went to hospital for test, and symptom of eye pain resolved,the right eye sight was decreased, the intraocular pressure in right eye was 20mmhg, and hyphema hemorrhage in right eye was slight decreased. On (B)(6) 2014, the patient was hospitalized in fundus surgery department due to further decreasing of sight, and increased hyphema hemorrhage of right eye. Start date of events was reported as (B)(6) 2014 by the investigator. Outcome was not reported. Action taken with study drug for the events: drug interrupted. The events hyphema and vitreous hemorrhage (exacerbation) were considered severe in intensity and secondary glaucoma moderate in intensity. The investigator considered all these events related to study drug, protocol required procedure, injection procedure, and also to laser procedure. Follow up information was received on 12-nov-2014: the event term vitreous hemorrhage (exacerbation) was changed to the worsening of right eye vitreous hemorrhage. The investigator confirmed the event term hyphema (and not hyphema hemorrhage). Follow up was received on 14-nov-2014: events hyphema, secondary glaucoma and the worsening of right eye vitreous hemorrhage were recovering at time of report. Investigator's comment: subject was discharged from hospital on (B)(6) 2014. Investigator was aware of this information on (B)(6) 2014. Subject hospitalized due to the right eye sight decreased. The right eye worsening of hyphema after examination. Subject was done the surgery of cataract extraction combined with vitrectomy surgery, anterior chamber paracentesis, artificial crystal ciliary sulcus fixation, retinal detachment prosthesis (combined with pressure), complex retinal detachment prosthesis (combined with gas injection), internal eye cryocoagulation (the retinal hole frozen). Retinal photocoagulation uniform can be seen during the surgery, vitreous body is not completely detachment, surgery remove of vitreous body that adhesion with retinal vascular several regional right eye: slight examination: fc/30 cm; intraocular pressure: 22 mmhg; cornea is transparent, anterior chamber depth,cell+, the pupil round, d=3mm, vitreous body combined with gas, "fundus cannot seen bleeding." Follow-up information was received on 21-nov-2014 from the investigator: it was reported that the right eye was the study eye, the left eye was the fellow eye. Case was unblinded. Pt received laser treatment.